Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, lens remains implanted in the eye. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor saw some black remnants on an intraocular lens (iol) upon implantation. Additional information from follow-up response states surgeon has preserved on a card a piece of the fiber, doesn't know if it is visible if the tape is peeled off. At the time of surgery it was refractile, linear at most 0.1mm in diameter and about 2mm long. The iol was implanted after uncomplicated surgery and uncomplicated delivery of the iol into the anterior chamber. There were multiple fibers or spicules noted after the implantation into the anterior chamber. All were irrigated and aspirated from the eye. They were very uniform in size shape and color. The iol was allowed to remain in the eye and was placed into the capsular bag. Patient was referral patient and not feedback has been received on how the patient doing post-op. No further information provided.